Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during therapy (dose, programmed amount and delivery rate unknown). The device was programmed to deliver piperacillin for 4 hours and the infusion took 6 hours to complete. There was no known patient injury or medical intervention associated with this event. No additional information is available. .

Manufacturer narrative:
Additional information: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.